Event description:
It was reported that the patient was experiencing no stimulation sensation. Diathermy was explained to the patient and the patient seemed confused but didn't think she had it done. Prior to going to a physical therapist, the patient went to the chiropractor, who did "both physical adjustment and electrical stim." This was "a couple of weeks ago." The patient didn't normally feel stimulation very much so she didn't notice that it stopped working but last week when she used her programmer to check the device (at the physical therapists office last week), she "cranked it up and still doesn't feel anything." If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2007: product type programmer; patient product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2007: product type lead. (B)(4).